Event description:
It was reported that the patient had received notifications a few day prior and presented to the clinic on (B)(6) 2018. During cap maintenance testing the defibrillator exhibited charge time out. The patient was in stable condition during the charge out. The device was explanted and replaced the next day on (B)(6) 2018. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.